Manufacturer narrative:
(B)(4). Customer peeled pads resulting in high pads impedance.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
It has been reported that the device is failing self-test.